Manufacturer narrative:
This report is submitted on june 26, 2023.

Event description:
Per the clinic, the patient underwent an exploratory surgery under general anesthesia on (B)(6) 2023, for unspecific medical reasons. The implanted device remains.